Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced due to an insulation anomaly. Increased impedance, capture threshold and decreased r -waves were noted on the lead as well. Patient was in very good condition post-procedure.